Event description:
It was reported that the patient underwent implant of a shunt. At the post-op week one (1) visit, vitreous hemorrhage as well as choroidal detachment was observed. There is no information if any intervention was conducted for the event. It was stated that it is not a complaint; however, was a post operative complication.

Manufacturer narrative:
(B)(4) - baerveldt shunt. (B)(4) - choroidal detachment. The 510k number: k955455. The device remains implanted prior to release to market the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): placeholder.